Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number am4227, and no non conformances / manufacturing irregularities were identified additional h6 component code: g07002 device not returned (B)(4). Date sent to the FDA: 4/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: *could you please provide lot number? Am4227 *the used suture is not available for return, but suture were available at the hospital at the time of the complaint. They have not been returned yet. The following information was requested but unavailable: *could you please provide event date? *could you please confirm how many devices are being returned?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and suture was used. After closing the skin of vulva during the procedure, the healthcare professional noticed the needle got detached from the suture without even pulling it hard. The procedure was completed successfully. There were no adverse patient consequences reported.